Event description:
Patient present with severe peripheral artery disease (pad). In addition. The iliac arteries were highly calcified, tortuous, and narrowed to 4 mm (off label). During the initial implant on (B)(6) 2012, the physician implanted a bifurcated device and a 28mm aortic extension. On (B)(6) 2012, the patient presented in the emergency room with blue toes, the physician believed some calcium may have been dislodged during the wire manipulations at the time of implant, the physician did not surgically intervene, however, it is unknown if the physician administered additional medication. The physician informed the company representative that the patient's blue toes had gotten better. A computed tomography scan revealed the limbs of the bifurcated device had begun to narrow due to pad. On (B)(6) 2012 the physician placed balloon expandable stents in each of the limbs to correct the narrowing of the iliac arteries. It was reported the patient tolerated the secondary intervention well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Device not received for evaluation.

Manufacturer narrative:
Device not returned. Actual device will not be evaluated. Patient's condition affected the effectiveness of the device. Use of device with distal fixation site diameter less than 10mm is considered off-label per instructions for use.